Event description:
The caregiver stated that the left head siderail will not stay in the up position.

Manufacturer narrative:
The tech found the siderail latch mechanism was broken. He replaced the siderail to repair the bed.